Event description:
Underdelivery reported. The pump was set by a home care nurse to deliver 1880cc of tpn over 12 hours, with a one hour taper up and one hour taper down to run overnight. The bag was filled to 1980cc. The patient(who is a nurse) discovered in the morning that there was still 1000cc left to infuse excluding the overfill. The patient changed the pump from the tpn mode to the continuous mode in cc/hr and set the pump at 125cc/hr and infused the rest of the bag. No drop in blood sugar reported due to delay of tpn or patient harm reported.